Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Promus element,mr,ous 2.75x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The od (outer diameter) of the remaining undamaged portion of the crimped stent was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2017. It was reported that crossing difficulties were encountered.   The patient presented with acute myocardial infarction. Vascular access was obtained via femoral artery. The 90% stenosed,16x2.70mm was located in the mildly tortuous and severely calcified mid left circumflex (lcx) artery. Following pre-dilatation, a 2.75x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.